Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the illumination lamp does not turn on and a strange noise when injecting oil. There was no system advisory. Additional information was received indicating the noise heard was from the sound of the indicator during extraction.

Manufacturer narrative:
Additional information provided. The company service representative examined the system, but was unable to replicate the reported event. The event log was reviewed and no system messages (sm) were found. The system was then tested and met all product specifications. The company service representative observed a surgery for further investigation and found that the noise complaint was coming from the sound that the system gives to indicate viscous fluid control (vfc) extract. The company service representative lowered the sound for vfc extract in the settings. The system was manufactured on july 24, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported lamp not turning on cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).